Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during the routine check that the cs300 intra-aortic balloon pump(iabp) had a fiber-optic malfunction. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b5, h6(medical device ¿ problem code, investigation findings).

Event description:
It was reported by the customer during the routine check that the cs300 intra-aortic balloon pump(iabp) had an autofill failure alarm. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1 (initial reporter, telephone, event site mail), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, conclusion), h11. A getinge field service engineer (fse) found errors in the autofill logs. The 5000 hour kit has already been changed this summer. The vacuum reading on the x2 is 136 mmhg, when it should be below 100. The compressor needs replacing. Quote in progress. No ecme. Customer don't want to repair device. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.